Manufacturer narrative:
Recall of unused product only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The patient had a follow-up 30 day CT that revealed no blush seen. The one year post op CT shows excellent sac regression and no sign of endoleak. No aneurysm related events or re-intervention to date. The patient is doing well.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Review of returned pre-implant CT¿s and 3d film report revealed that the patient had a 6.3cm max diameter aaa. The proximal neck flow lumen diameter measured 21mm, and the neck was 3cm in length. The infrarenal neck was angulated 33deg, and was moderately calcified primarily on the posterior and left/lateral wall. The distal aorta was 37mm x 15mm and was calcified. The iliac arteries were minimally tortuous. The right common iliac diameter ranged from 13 ¿ 12mm, and the left common iliac diameter ranged from 14 ¿ 12mm. Moderate calcification was seen near the left iliac bifurcation. Review of angio images during implant revealed that the bifurcate was brought up the right side and deployed 5 ¿ 10mm¿s below the renals. The contra gate opened on the right side. The ipsi limb was deployed into the mid-length of the rcia, and was extended approximately 2cm with a limb into the distal rcia. The contra limb was placed into the gate with 3cm overlap, and extended distally across the ipsi limb and into the lcia. The entire stent graft system was seen ballooned. With the injector placed above the suprarenal stents, angio injection showed contrast blush outside the stent graft, primarily along the left side of the bifurcate, from the level of the flow divider down to where the limbs crossed. A lessor amount of contrast blush was also seen on the right side along the length of the gate. When the injector tip was pulled down into the aortic body the similar endoleak was seen. Three additional devices w ere then implanted to reline the devices. An endurant aortic cuff was seen implanted within the bifurcate aortic body from just above the bifurcate to several mm¿s above the flow divider. An endurant limb was also placed into each limb from just above the bottom of the cuff (1cm above the flow divider) extending distally into the bottom of the aaa sac. Additional ballooning was completed within the newly implanted devices. Final angio showed both limbs patent and a reduction in the amount of contrast seen outside the stent graft. A contrast blush was still observed primarily on the left side of the bifurcate near the level of the bifurcate flow divider. No other stent graft issues were observed. The exact type and cause of the endoleak could not be determined. The initial endoleak seen, which appeared as a widespread blush, was most likely a type IV endoleak, but cannot rule out a type iii fabric endoleak. After relining the aortic body and bilateral limbs, a smaller amount of blush was seen near the flow divider and again appeared most likely to be a type IV endoleak.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. It was reported that the devices were implanted without incident. The final run showed an endoleak. A reliant balloon was reinserted to seal what appeared to be a type 1 leak. Another run showed the same endoleak so the pigtail catheter was pulled down into the stent graft and this run showed what appeared to be a type iii fabric endoleak (not a type 4) at the flow divider per the physician. The physicians decided to reline the graft with a 25 cuff and 16 limbs. Final run was acceptable with a slight blush appearing. The patient will have a CT in 30 days to confirm repair. No additional clinical sequelae were reported and the patient is fine.